Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device was implanted five days after the use before date. It was also indicated that the implantation was reported because the patient did not stop anticoagulation therapy. The device remains in use. No patient complications have been reported as a result of this event.